Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: updated event description to exclude some concomitant parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
7/4/2019: updated event description: it was reported that on (B)(6) 2019, a condylar plate was removed due to implant failure/broken. Original date of implant was on february 2019. There was no surgical delay reported. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device was not received for investigation. The following investigation is based on the images provided. Visual inspection: photos and x-rays of the condyl-pl 95° 12ho l204 blade60 sst (p/n 237.220 lot unk) was received showing a transverse fracture at the locking hole of the first (most proximal) combi-hole on the shaft. Various scratches and nicks were also observed on the plate, most likely from implantation/explantation. The part/lot etch is illegible due to these scratches and nicks. No other issues were identified with the returned components of the device. The device failure/defect of plate breakage was identified during the investigation and is related to the reported complaint condition. The device failure/defect of scratches, nicks, and illegible etching were identified and not related to the reported complaint condition. Dimensional inspection: dimensional inspection could not be conducted as the implant was not returned to us cq. Document/specification review: the relevant drawing, reflecting the current revision, was reviewed since the lot is unknown, a DHR was unable to be performed, and the manufacturing date is unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the condyl-pl 95° 12ho l204 blade60 sst (p/n 237.220 lot unk) as photos showed a transverse fracture at the locking hole of the first (most proximal) combi-hole on the shaft. Various scratches and nicks were also observed on the plate, most likely from implantation/explantation. The part/lot etch is illegible due to these scratches and nicks. While no definitive root cause could be determined, it is possible that condition was due to early excessive strain by patient or the screws incorrectly locked to plate (not properly torqued). During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A review of the device history record (DHR) for the condyl-pl 95° 12ho l204 blade60 sst (p/n 237.220) could not be performed as the lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: event date is unknown date in 2019. Procode: additional product code is htw. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a condylar plate was removed due to implant failure/broken. Original date of implant was on (B)(6) 2019. There was no surgical delay reported. Procedure was successfully completed. Patient status is unknown. Concomitant devices reported: unk - screws: trauma (part# unknown, lot# unknown, quantity# unknown), unk - screwdrivers (part# unknown, lot# unknown, quantity# unknown), inserter/extractor (part# 332.160, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).